Event description:
After removing helix rings from advanta vxt eptfe vascular graft, the graft had started to fray (only about 3-4 cm both proximally and distally). Graft is performing well. CT-scan afterwards was perfect, patient is doing well.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Additional information: section d8, h6 & h10. Corrected information: section d1 & d4 - UDI #. Investigation summary: this complaint reports that an advanta vxt graft (p/n 22209, l/n 499165) appeared frayed after removing the helix rings were removed. The graft was successfully implanted with no other issues and no harm to the patient. Pictures were provided by the user which show the removed helix monofilament with strands of the eptfe graft attached to it. The user was asked how much of the helix was removed, what tools were used to remove it, and at what angle it was removed. The user stated that 3-4cm of the helix was removed from either end of the graft, that mosquito forceps were used to grasp the helix and the graft body was held by hand, and that the helix was peeled off at an angle less than 45°. The IFU provides adequate instructions for the use of this device and cautions a user not to use a damaged a device and how to avoid causing damage to the device. It also provides specific instructions about how to remove the helix. The IFU states that in the case that the outer layer frays, the procedure can still be completed as long as the base layer is intact. Most details regarding technique provided by the user adhered to the instructions in the IFU except that they reported removing the helix at an angle less than 45°. The user did not specify what the angle was, but the IFU instructs the user to remove the monofilament at a 45° angle, so this action may have contributed to the complaint. The most likely root cause of this complaint is user error due to the technique used to remove the helix. The DHR for lot 499165 and relevant subassemblies were reviewed and no anomalies in manufacturing were found. All samples tested from this lot passed helix peel strength testing during manufacturing. No ncrs were identified for any of the manufacturing lots associated with the device. A recurring lot number report was completed which identified no other complaints involving lot 4499165. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified.